Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has had an increase in angina. The right ventricular (rv) lead was noted over time with decreasing r-waves. Additional follow-up with the clinic disclosed that the physician believed the issue is more related to the patient¿s heart tissue interaction with the lead tip and no lead integrity issue was suspected. The patient has been experiencing chest pain and will be sent for a chest x-ray. The patient continues to be followed. The lead remains in use. No patient complications have been reported as a result of this event.